Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving gablofen [500 mcg/ml] at a dose of 100 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported on (B)(6) 2017 that there was a drug-related programming error. It was detailed that the patient had come in for a refill on (B)(6) 2017 and they had accidentally filled the pump with the wrong concentration (2000 mcg/ml] and did not program the pump to reflect the appropriate concentration so there was no bridge bolus being run at the time of the report. The patient had left the clinic and 3-4 hours had gone by. It was noted that the patient was coming back to the clinic and the pump would have been running for 4 hours when the patient came back. It was indicated that they were going to leave the reservoir with the 2000 mcg/ml concentration and just update the pump to reflect the true programming. It was indicated that the hcp requested that technical services walk them through updating the programming to reflect the new concentration and how to perform a modified bridge bolus. It was indicated that the troubleshooting resolved the reported event as the hcp was able to successfully update the pump with appropriate programming and no further action was needed at that time. No symptoms or complications were reported or anticipated.